Manufacturer narrative:
Failure analysis noted that the pump passed the displacement, rewind, basic occlusion and prime/ compromised force sensor test. The pump had a motor error, was stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm found in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to verify the excessive no delivery alarm due to motor error alarm. The pump was received with crack on reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm, no delivery, and motor position encoder error alarm. The blood glucose at the time of the incident was 18 mmol/l. The customer sates they treated for the blood glucose level using the syringes. The customer sate the pump may have been exposed to a high magnetic field, but the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history .the customer was advised that the insulin pump will need to be replaced.